Event description:
The customer reported an intermittent collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event. This is a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and then recalibrated. The system was tested and found to be working as intended and returned to service.